Event description:
According to the reporter, the device is displaying a service indicator.

Manufacturer narrative:
Physio-control provided troubleshooting assistance and parts information for repair and replacement of the therapy pcb assembly.